Event description:
Customer reported that after a medication was administered through the smartsite port below the pump, the medication began leaking out of the port. A maxplus valve was placed onto the smartsite port and the leak stopped. The IV set was replaced without incident or recurrence. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.